Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer unable to close. A field service engineer (fse) inspected the drawer 5 on aux not closing found that the rail was completely damaged on one side. Fse replace rail and verified drawer opening and closing correctly. After customer was able to recover drawer and remove all the broken cubies from drawer. Fse could not run final test due no able to log in. But was able to clear all the failed cubies from drawer with no issue and done a preventive maintenance successfully. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was unable to close and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.